Event description:
It was reported that during the implant attempt, the lead was repositioned in order to find a better sensing location. When trying to re-extend the helix, the helix would not extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event. It was also reported that the helix was rotated 20 to 25 times during the initial positioning attempt.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary results revealed no anomalies found. The inner insulation was kinked/buckled. Blood was present in/on the helix/lobe mechanism and sleeve head. The was also apparent damage at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary results revealed no anomalies found. The inner insulation was kinked/buckled. Blood was present in/on the helix/lobe mechanism and sleeve head. The was also apparent damage at implant.

Event description:
It was reported that during the implant attempt, the lead was repositioned in order to find a better sensing location. When trying to re-extend the helix, the helix would not extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.